Event description:
It was reported that this pacemaker had a safety recall that triggered on latitude within 24 hours of it being interrogated by the home clinic. The device was explanted and replaced. No adverse patient effects were reported.